Event description:
The customer reported a triglyceride (tg) calibration failure on a unicel dxc 800 synchron system. The customer flushed the cartridge chemistry (cc) sample and reagent probes, verified the syringes and fittings were tight, however tg continued to fail calibration. The customer then replaced the cc sample probe and syringe which did not resolve the tg calibration failure. During the service visit, the field service engineer observed a contained leak from the cc sample probe. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and observed a leak from the cartridge chemistry (cc) sample probe. The fse performed a precision/carryover test which failed. The fse replaced the cc sample probe t-valve to resolve the issue, no further leaking, calibration, or precision/carryover failures were observed. (B)(4).